Event description:
Patient presented with infection.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog number and lot code of other device listed in this report: cat # 2071-9-935 lot # 7-19-93e description: mrs rt distal fem condyle seg. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding infection involving a mrs body was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -device history review: review of the device history records indicates devices were manufactured to specification with no reported discrepancies. -complaint history review: there were no other events of infection reported for the given lot number or sterile lot number. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Patient presented with infection.